Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported was duplicated. Visual tests found a damaged (detached) downstream occlusion (dso) seal. Functional tests identified a defective dso sensor and defective printed wire assembly (pwa). The root cause of the power up problem was the on/off button as the device could be turned on, but it was very hard. The dso sensor, dso seal, pwa, and on/off button will be replaced to solve the issue.

Event description:
It was reported that the pump doesn't turn on and periodic maintenance is also required. There was no patient involvement, no harm/adverse event reported. Analysis of the device identified a damaged downstream occlusion (dso) seal.